Event description:
The customer contact reported a separation. The unspecified extension tubing set was returned from an unspecified department with an unsigned note that stated, "tubing after y-site pulled off 5/13 tpn/lipids in 2-141." No tracking info was provided; therefore, specific pt info or event details were not available. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.